Event description:
The mechanical ventilator quit cycling during pt use. The ventilator alarmed "vent inoperative" and "safety valve open." The nurse at bedside called respiratory therapist and used ambu bag while the malfunction was evaluated. The ventilator was replaced and work order entered for repair. Bio-med techs evaluated the ventilator and agreed with defect. Proudct svc rep was notified. The svc rep evaluated the machine and repaired defect. Svc rep reported the defect to the MFR. Clinical reviewer also notified MFR.